Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient experienced bacterial infections, pain, dyspareunia, infection of her internal bodily tissue, urinary problems and other injuries. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.